Manufacturer narrative:
(B)(4). Reported event was confirmed by review of revision operative notes provided. The glenosphere was found to be completely loose with no loosening of the baseplate or humeral component. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04775. Not returned to manufacturer.

Event description:
It was reported that patient underwent left reverse total shoulder arthroplasty revision surgery due to pain and limited range of motion secondary to disassociation of the glenosphere approximately two (2) months post initial surgery. No additional patient consequences were reported.